Event description:
It was flared [condition aggravated]. Case description: spontaneous report was received on (B)(6) 2013 from a physician, via sales representative, a (B)(6) female pt, initials unknown, with bone on bone. The pt's medical history was significant for obesity (weighing (B)(6)). On an unspecified date (03-04 months ago), the pt initiated treatment with bilateral synvisc-one (hylan g-f 20) injection, (route of administration and dosage regimen not provided). The lot number for synvisc-one was not provided. On an unspecified date, after 02 days, the pt had a response, stating "it was flared". On an unspecified date, the pt was treated with cortisone, ice and elevation. The action taken with synvisc one treatment was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationship of synvisc one with the event was not provided by the reporting physician. It was reported that the pt was recommended of knee replacement at the time of bilateral injection and instructed to lose 50 pounds.

Manufacturer narrative:
Manufacturer's comment: as only limited info has been obtained so far, it is difficult ot assess a cause and effect relationship.